Event description:
It was reported that during a superficial femoral artery stenting procedure, a partial stent deployment occurred. The "very dense" lesion was located in the superficial femoral artery. The percent stenosis, degree of calcification, and degree of vessel tortuosity are unknown. Contra-lateral access was obtained and an up-and-over sheath was placed. The express biliary 6.0mm x 30mm x 135cm stent delivery system was advanced to the lesion; however, the tip of the sheath was reportedly too close to the lesion and, upon deployment, the stent was deployed partially into the lesion and partially into the sheath. An unspecified balloon was used to successfully retrieve the stent. The procedure was completed with a different device. The patient's status is reported as "fine".